Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient experienced uncomfortable stimulation in the pocket area. Follow-up information received indicated that on (B)(6), 2011 the physician moved the neurostimulator, was relocated from the buttock area to the abdomen. Post-operatively, high impedances were seen on electrode #1 with intermittent stimulation. On (B)(6), 2011, the company representative was able to reprogram around that electrode. The patient was reported as now getting good stimulation coverage.